Event description:
It was reported by service report that the scale was not accurate; both foot left and foot right load cells read 0lbs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.